Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens on (B)(6) 2010 in pt's left eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting.

Manufacturer narrative:
(B)(4). Excessive.